Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel healthcare (f&p) field representative that the tubing of a bc191 flexitrunk infant nasal tubing was found to be slightly broken during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned complaint bc191 flexitrunk infant nasal tubing revealed that there were no tears observed on the tubing of the bc191 flexitrunk infant nasal tubing device. Conclusion: we are unable to determine the cause of the reported fault as there was no fault found with the returned device. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that the tubing of a bc191 flexitrunk infant nasal tubing was found to be slightly broken during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) are currently in the process of assessing the returned device. We will provide a follow-up report upon completion of our investigation.